Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the the device was checked out by a technician at the customer site. The technician did troubleshooting for alarm 3205- no fault detected in device (rollers spin freely, no obstruction, solid and responsive electrical connections). While troubleshooting the technician noticed the ac pump fluid detector was indicating the presence of air with a fluid filled tube. The tech tested ac fluid sensor with fluid filled tube: sensor detected fluid successfully. Autotests for the ac pump cca and multifunction cca protocol passed. A fluid test was also successfully completed. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the customer rationale provided did not allege medical intervention or potential harm to the donor. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer alleged potential for serious injury, but did not provide additional details for this event. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: the device was checked out by a technician at the customer site. The technician did troubleshooting for alarm 3205- no fault detected in device (rollers spin freely, no obstruction, solid and responsive electrical connections). While troubleshooting the technician noticed the ac pump fluid detector was indicating the presence of air with a fluid filled tube. The tech tested ac fluid sensor with fluid filled tube: sensor detected fluid successfully. Autotests for the ac pump cca and multifunction cca protocol passed. A fluid test was also successfully completed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer alleged potential for serious injury, but did not provide additional details for this event. Patient information and outcome are unknown at this time.